Manufacturer narrative:
Date of report : 05/19/2019, date rec¿d by MFR : 05/26/2019. Failure analysis on the returned data acquisition (da) board shows that the data acquisition (da) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11feb2019. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician could not confirm the reported pressure sensor issue. However, the service technician reported the occurrence of check vent error 1109 (machine pressure sensor autozero failed) in the error record. The manufacturer¿s international service technician replaced the data acquisition (da) printed circuit board assembly to prevent recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that a check-vent alarm occurred during a run-in test at the office after the performance of periodic maintenance. There was no patient involvement. The event date was not specified; estimate used.